Event description:
Stapler misfired 3 times. Each time resulted in incomplete staple lines without performing the cut. The stapler had been rinsed off following each use. No residual tissue was noted in the stapler jaws. FDA safety report ID# (B)(4).